Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the patient had difficulty charging the ipg and was unable to charge beyond two bars due to ipg migration. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well post-operatively and the device remained implanted.